Event description:
During an angioplasty procedure of the sfa, an evercross balloon ruptured. The physician attempted to pull balloon out as normal but the balloon would not pull through the sheath. When they tried to pull the balloon out the catheter snapped off. The balloon was recovered by snaring it from the other side.